Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. The reason for the call was the patient reported that they start going to the bathroom, and had to wear pads all the time anyway, but now, it just starts running down on their leg. Patient stated that they can't get the thing to work, and they have to turn it off when they had an EKG, and that they turn the thing up a little bit. Agent walked the patient through connecting to the ins, and reviewed changing programs. The patient was able to connect to the ins, change programs, and increase the stimulation to a comfortable level on the bike seat area. Patient to monitor their symptoms and redirected to the healthcare provider (hcp) if it persists.